Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2012; implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to paroxysmal atrial fibrillation with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. It was further noted that the patient underwent an ablation. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.